Event description:
It was reported the pt was having problems charging his ipg; it would not hold a charge. The pt's physician replaced the ipg on (B)(6) 2011. F/u revealed the pt had effective stimulation.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.